Manufacturer narrative:
The bolus cord was rec'd and evaluated. The customer contact reported event was not duplicated. However, during testing a bolus dose was not delivered when the bolus button on the bolus cord was pressed. This was due to a break in the wire internal to the bolus cord near the port connector. The probable cause was due to wear and tear from usage over time. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the gemstar pump delivered an unrequested bolus dose. It was reported that the bolus cord was connected to the gemstar pump. There were no reports of any adverse patient events and no reported delay of critical therapy while the device was in clinical use. No add'l info was provided.